Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent the second bronchial thermoplasty procedure to the left lower lobes of the lung on (B)(6) 2014. The procedure ¿went fine¿ and the patient was ¿fine¿ following the procedure and was discharged. Reportedly, there were no malfunctions with the device. On (B)(6) 2014, the patient was admitted to the hospital due to an asthma exacerbation. The patient was discharged from the hospital (date unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.